Event description:
It was reported ¿destabilisation of fiber.¿ 'no other information available". There were "no damages to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the fiber/glass cap is detached and not returned; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).